Manufacturer narrative:
The device was used in treatment when the navio software showed the screen kicked back to patient info screen from the planning screen. Case log files and screen shots were returned for evaluation. DHR review found that the software version (navio rc-5205) has been validated. A complaint history review identified similar events. We could confirm there was a relationship established between the reported event and the device. Review of the log files confirmed that the system gave a "segmentation fault" while on the femur placement screen.

Event description:
It was reported that for two consecutive tka cases, the software unexpectedly shut down and reverted back to the home screen. This occurred when doctor was transitioning from solid surface view of femur placement to the tibia screen. Hit "resume operation," re-calibrated, and continued without issue. Re-booted navio between cases and had the same error during the same exact part of the planning. Case was resumed and completed after error.